Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a premature ventricular contraction procedure in the left ventricle, the patient became hypotensive and an effusion was noted. While in voxel mode, impedance shift messages appeared on the map with no clear reason and the catheter disappeared from the map for a few seconds. Following the procedure, the patient became hypotensive and an epicardial effusion of 1.5cm was verified via transthoracic echocardiography. A pericardiocentesis was performed and the patient was observed for the subsequent hours, however the effusion did resolve and the patient was transferred to surgery. A perforation was noted in correspondence of the antero-lateral wall of the left ventricle. The cardiosurgical procedure was successfully completed and the patient is now recovering. There were no performance issues with any abbott devices.